Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The customer reported missing high and low glucose alarms due to signal loss. The reported issue was investigated and attempted to be replicated using similar configurations of samsung galaxy a52, android 13, 2.11.2.11107. The reported issue was unable to be replicated and the system functioned as intended. There were no issues identified with the customer's reported application during replication that would have led to the reported issue. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with a samsung galaxy s21 phone with an unspecified android operating system version. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced being not responsive, "in a shock state", and a loss of consciousness. Customer was given sugar as treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. The sensor was activated with a known good reader and signal and sound icons were shown as activated. Wait for few minutes and it was observed that there was no disruption in the ble(bluetooth) connection between the devices. Accuracy test was within specification. Reader was connected to masterm and send command to the reader, the first 5 ble packets were received. The blc count and rssi (received signal strength indicator) were present. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with a samsung galaxy s21 phone with an unspecified android operating system version and app version 2.11.2. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced being not responsive, "in a shock state", and a loss of consciousness. Customer was given sugar as treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.